Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The user facility's biomedical engineer (biomed) reported that during safety alert testing of the blood parameter monitor (bpm) at the hospital, the biomed was getting inaccuracies on the probe from the bpm. There was no pt involvement. Per clinical review on (B)(6) 2013: this issue occurred during a notice of field correction (nfc) activity related to a recall (bpm potting). The inaccurate data that was reported was not related to actual product usage. The incorrect data observed was actually related to incorrect values that were seen during device software downloads prior to the field correction. Again, this was not related to normal clinical usage and no pt harm was experienced as this was not being used in a clinical procedure.